Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was 400 mg/dl. The customer was sick and was unable to treat her high blood glucose level because of the no delivery alarm. The infusion set's cannula was found kinked. The alarm was resolved by changing the infusion set and reservoir. The device was not returned.